Event description:
The customer initially called to get information about future generations of insulin pumps. The customer then stated that she was hospitalized for low blood glucose recently. The customer did not have the date of the event and stated that her health care professional adjusted the basal rates on the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.